Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of drag force could not be confirmed as the event unit met current specifications and no visible non-conformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: prof. [Name redacted] again encountered resistance when pushing through the clip applicator at the end of the trocar. The clip applicator was difficult to move when there was blood contamination and the clip applicator could only be advanced with difficulty. These problems only occur with a certain operator. I am in contact with prof. [Name redacted] to accompany his next surgery. No changes in health resulting from the event. He used the product for the whole procedure. (B)(4). Were used when the complaint event occurred. Additional information received from applied medical representative via email 28mar23: the lot numbers of the trocar and clip applier used are unknown. There was no pressure applied to the trigger during insertion through the trocar. A clip was not loaded in the jaws upon clip applier insertion and/or removal. Additional information received from applied medical representative via email 30mar23: the trocar c0r47 was not involved in this incident, but was only used during the surgery. Patient status: ok.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: prof. [Name redacted] again encountered resistance when pushing through the clip applicator at the end of the trocar. The clip applicator was difficult to move when there was blood contamination and the clip applicator could only be advanced with difficulty. These problems only occur with a certain operator. I am in contact with prof. [Name redacted] to accompany his next surgery. No changes in health resulting from the event. He used the product for the whole procedure. Ca500, c0r47 were used when the complaint event occurred. Patient status: ok.